Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported "after finding a lump attended the local breast clinic, ultrasound was performed and showed suspicion of intra-capsular rupture". Baker grade 2 capsular contracture, discovered at palpable examination. Physician recommended "implants should be removed due to suggestion of intracapsular rupture". This record relates to the right side. Device remains implanted.

Event description:
Device has been explanted and discarded after surgery.